Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited noise and oversensing of the minute ventilation feature. Technical services noted there were no spikes in right atrial pace impedance measurements and no pauses in pacing due to the noise and oversensing. The device remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the for more information regarding the specific circumstances of this event.